Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd nano¿ ultra-fine¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported when taking injection, he is not getting his full dosage because the flow will stop. Stated, his numbers have been in the "200 range". Did not seek medical assistance.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-may-2022. H6: investigation summary: customer returned (49) unopened 32gx4mm bd pen needles from lot# 1229488. The customer reported bumps on injection site, not getting full dosage because flow will stop during injection, using a second pen needle to complete dosage, and numbers in 200 range. 30 out of the 49 returned samples were examined, then tested for visual inspection of point geometry, outer diameter, and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 , good/good, 0.0092, good. Sample 2 , good/good, 0.0092, good. Sample 3 , good/good, 0.0093, good. Sample 4 , good/good, 0.0093, good. Sample 5 , good/good, 0.0093, good. Sample 6 , good/good, 0.0093, good. Sample 7 , good/good, 0.0093, good. Sample 8 , good/good, 0.0092, good. Sample 9 , good/good, 0.0093, good. Sample 10 , good/good, 0.0092, good. Sample 11 , good/good, 0.0093, good. Sample 12 , good/good, 0.0092, good. Sample 13 , good/good, 0.0092, good. Sample 14 , good/good, 0.0092, good. Sample 15 , good/good, 0.0093, good. Sample 16 , good/good, 0.0091 good. Sample 17 , good/good, 0.0092, good. Sample 18 , good/good, 0.0092, good. Sample 19 , good/good, 0.0092, good. Sample 20 , good/good, 0.0093, good. Sample 21 , good/good, 0.0093, good. Sample 22 , good/good, 0.0092, good. Sample 23 , good/good, 0.0093, good. Sample 24 , good/good, 0.0092, good. Sample 25 , good/good, 0.0092, good. Sample 26 , good/good, 0.0092, good. Sample 27 , good/good, 0.0093, good. Sample 28 , good/good, 0.0092, good sample 29 , good/good, 0.0092, good. Sample 30 , good/good, 0.0093, good. All 30 tested samples tested within specification. No evidence of manufacturing defects were observed on the patient end (pe) cannulas. Next, the 30 samples were tested for flow using a test pen injector. All 30 samples were able to expel properly. No clog-related defects were observed. The alleged issues could not be confirmed based on the samples returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 20 bd nano¿ ultra-fine¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported when taking injection, he is not getting his full dosage because the flow will stop. Stated, his numbers have been in the "200 range". Did not seek medical assistance.